Manufacturer narrative:
The passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other error alarm in the alarm history due to an overwritten history file. The pump was received with normal operating currents during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice within 20 minutes during a basal delivery. The customer stated that he woke up to go to school and looked at the device to find the alarms. He stated that the alarms forced him to change the battery, as it indicated that the batteries were dead; however, the customer did not believe that the battery was dead. The customer did not know the blood glucose reading. The customer also reported that the insulin pump alarmed motor position encoder error as well. He stated that the device had not been exposed to moisture or excessive heat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.